Event description:
Pt states that she has had heart attack, stomach bloating, pain in both legs and has difficulty moving fingers. She has also mentioned that she has been experiencing cramps, urinated "paper-like" string. She states that she has also started losing teeth, as well as having lumps in her arms and legs. She also has lines all over her body, swelling in the face, yeast infections that won't go away. Pt also has uncomfortable feeling in throat, and has a vaginal odor likened to a "90 -year old". She also has stated issues with constipation and not being able to go to the bathroom. Pt also has a somatic sensation of something being stuck where her gallbladder is. She also feels like breast area is swelling. She has also stated issues with sinusitis, tongue (yeast), headaches, and ear aches.